Manufacturer narrative:
At this time the device has not been returned to boston scientific for analysis. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that according to a patient advocate, this device, which was included in the mid-life display of replacement indicators product update classified as a product advisory was initially communicated on 3/10/2007, exhibited a good battery status at a routine device check in july 2010. Then, in october, 2010, the device battery had been reported to be completely depleted. Our records indicate that the device was explanted in november, due to normal battery depletion, with a device status of elective replacement indicator (eri). The device was not returned for reliability analysis. To date, no other adverse patient effects were reported as a result of this clinical observation.